Manufacturer narrative:
Additional information indicated an iliac artery injury occurred during the attempt to withdraw the commander delivery system. Additional information received from the site indicated post valve deployment, as the delivery system was being removed, 'part of it broke within the sheath'. The broken piece of the delivery system and sheath could not be easily removed. After multiple attempts, the piece of delivery system and sheath were removed. The iliac arteries and distal aorta were 'damaged', and the patient required stents to the iliacs and distal aorta. The patient also required blood transfusion. The patient expired the following day. Although the exact cause of death was not provided, it may have been related to the tavr procedure and vascular injuries. The complaint was confirmed. Available information suggests procedural factors (withdrawal of torn balloon, excessive manipulation) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time. Control limits are managed and assessed on a monthly basis.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02456.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided device photography revealed the separated inflation balloon snared to the crimp balloon and the inflation balloon/crimp balloon bond torn. The sheath liner was noted to be partially delaminated. Review of the 3mensio report which includes the screening images of the patient's vasculature revealed that the right access vessel appears to be heavily calcified and tortuous. Calcification and tortuosity were present in the access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints related to the complaint codes. Although the balloon torn and withdrawal difficulty complaints were confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra), which captures root cause analysis for the issue. The pra discusses the potential for I/c bond tearing during retrieval of the delivery system which can potentially result in withdrawal difficulties during delivery system device removal. Complaint history review from march 2020 to february 2021 for the commander delivery system (all models and sizes) for the nose tip separation code revealed other similar complaints. Available information suggests procedural factors: withdraw of the torn balloon, excessive manipulation of the devices may have contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. In addition, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the inflation balloon. Product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the provided device photographs. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, during this the balloon was locked negative. As they were getting a little resistance the inflation device filled with blood so we were aware the balloon had then ruptured as they were pulling the delivery system into the sheath. They attempted to pull the ruptured balloon back in esheath, but could not get it to back into the through the tip. It was noticed that the radiopaque marker on the sheath was pulled into the sheath housing. After many attempts to pull the delivery system back, the nose cone/balloon came off the delivery system and stayed on the stiff wire in the aorta. Additionally, the patient had moderate calcium between right coronary and left coronary cusp leaflets. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). That the inflation balloon was able to be fully inflated during valve deployment suggests that the crimp balloon tore afterwards (i.e. During device retrieval). Factors such as residual fluid in the inflation balloon, or vessel calcification/tortuosity may cause non-coaxial retrieval of the delivery system into the sheath. This can result in an altered balloon profile that is not suitable for retrieval into the sheath tip, leading to withdrawal difficulty. Additionally, the 3mensio report illustrates that patient access vessel has heavy calcification. In this case, the delivery system withdrawal difficulty and balloon torn were likely due to calcification and tortuosity in access vessels, which could potentially impact coaxiality with the sheath, thereby potentially constraining retrieval of the delivery system. So, if excessive force was applied, it could lead to balloon torn. Although a definite root cause was not able to be determined based on available information it is likely that patient factors (calcification/tortuosity) contributed to the withdrawal difficulty and procedural factors (excessive device manipulation) contributed to the balloon tear. As a result of the balloon torn, the balloon's altered profile may have led to difficulties encountered with withdrawing the delivery system into the sheath. The altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation of the components (distal nose tip). Available information suggests procedural factors (withdrawal of torn balloon, excessive manipulation) could have contributed to the event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time. However, per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information: section g2: medwatch mw5099482-1.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. During the attempt to withdraw the commander delivery system, some resistance was encountered retrieving the delivery system out of the 16fr esheath. The balloon was locked negative and additional force was applied. At this point, blood was observed in the inflation device indicating a balloon rupture as the delivery system was pulled into the sheath. An attempt was then made to pull the ruptured balloon back into the sheath, but the balloon could not be pulled past the tip. After many attempts to pull the delivery system back, the nose cone/balloon came off of the delivery system and stayed on the stiff wire in the aorta. The delivery system was removed, confirming the nose cone and balloon were no longer connected to the system. A snare was then advanced from the contralateral access side and the stiff wire and nose cone/balloon were snared and successfully removed. Additional information received from the site indicated the patient expired 2 days post valve implant. The cause of death was not provided.